Event description:
It was reported a pump removal/catheter revision occurred today. The catheter was removed and noted to have no markings. The manufacturer representative was questioning if there distal portion of the catheter was missing. It was noted the pump was used to deliver hydromorphone. It was further reported the pump and catheter were removed for an infection. The catheter was also removed for "break, tear, hole". The hcp was concerned about the catheter left in the intrathecal space. They were unable to detect the catheter on x-ray intraoperatively.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11004r16, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the catheter (sn: (B)(4)) revealed the catheter body was broken. The most distal end of segment 1 had a slight jagged appearance. The most proximal end of segment 2 had a jagged appearance with an oval shape when viewed in cross section. This indicated the catheter may have been compressed at this area and most likely broke at this point. The distal end of segment 1 was seen to have matched up with the proximal end of segment 2 based on markings. Analysis of the catheter (sn: (B)(4)) revealed the pump connector had user damage beyond intended reliability. It appeared as if some melting took place, but analysis of this segment could not confirm what may have caused the damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.